Manufacturer narrative:
The device was returned as part of the asset return process and found bent video connector pins causing no image with enf-vt2 scope. The video connector needed to be replaced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
A user facility returned the olympus asset, video system center, to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was no image. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image occurred because the video connector pins were bent. Olympus will continue to monitor field performance for this device.